Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that another leaking filter.

Event description:
Material # 20027e batch # 24049131 it was reported by customer that another leaking filter. Verbatim: rcc received a complaint via email. Email(s) attached another leaking filter. This was a 90 minute infusion of chemotherapy. Date of occurrences: 10/30 (taxol was the medication) number of product affected: 1 description of what happened: leaking filter product # and lot #: product 20027e lot (10)24049131 was the course of treatment altered?: reached the patient any harm to the patient?: leaked on the patient¿s skin ( no harm at this time).

Manufacturer narrative:
It was reported by customer that another leaking filter. One sample was received for quality evaluation. Visual inspection did not identify any physical damages or abnormalities. The extension set was then primed with water and a leak was immediately identified at the inlet vent. The customer complaint of leakage was confirmed. The investigation was then moved to the supplier of the filter. The sample was tested and the leakage at the vent was again confirmed. The sample was then treated to return the hydrophobicity of the filter, dried and rested. After treating the sample, the filter was then tested again at 29 psi and did not leak but allowed the vent to operated correctly. Based on the findings of the investigation the root cause of the failure could not be determined. A possible root cause of the filter leakage is that the filter was clogged with the medication being used with the product causing it to leak at the filter vent, however, it could not be confirmed. A device history record review for model 20027e lot number 24049131 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.